Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The pump's malfunction code was reset successfully with assistance from customer technical support, and the customer was advised to continue using the pump and to call back if the issue recurred. Upon follow-up customer confirmed the pump began charging after leaving the wall adapter plugged into a working outlet for 30 consecutive minutes using the original charging supplies. Battery charging issue did not lead to a pump shutdown. Pump began charging. No further assistance required.